Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches. The pump was monitored and no frozen screen/unexpected suspend noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 10-may-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-may-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 10-may-2024 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 03:48:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 05:02:53.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 6:46:59 pm. There was no power data available for the event date of 10-may-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 03:49:00.000, (B)(6) 2024 07:00:00.000, (B)(6) 2024 16:07:00.000, sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2024 21:09:06.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for frozen screen/unexpected suspend was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized due to hyperglycemia along with pump suspended delivery after it froze the screen. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system. The event involved product(s) mmt-1884l, mmt-397a, mmt-332a. Troubleshooting was performed customer was not using the insulin pump system within 48 hours of the reported high blood glucose event. Customer reported high bgs. Customer has not been using the insulin pump system within 48hrs of reported high blood glucose event. Customer reported a frozen display. Customer called back after resting pump for 2 hours and replacing battery, but frozen display continued. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches. The pump was monitored and no frozen screen/unexpected suspend noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 10-may-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-may-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 10-may-2024 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 03:48:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 05:02:53.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 6:46:59 pm. There was no power data available for the event date of 10-may-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 03:49:00.000 (B)(6) 2024 07:00:00.000 (B)(6) 2024 16:07:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2024 21:09:06.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for frozen screen/unexpected suspend was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.